Manufacturer narrative:
Update to h10: technical operations team performed retain testing and was able to reproduce the false positive results, however, further investigation was not able to identify a root cause.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports 2 false negative results for 2 individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 1 of 2 false negative results for individual 1. See case- (B)(4). For the additional false negative result. On (B)(6) 2022, individual 1 received a negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge lot 22497f and sn (B)(4) ). Individual 1 performed a flowflex covid-19 antigen home test on (B)(6) 2022 and received a positive result. Individual 1 had the following symptoms: body aches, mild fever (99f), sore throat.